Manufacturer narrative:
Product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an intraocular lens (iol) dropped behind the posterior capsule. Additional information was provided indicating that the iol was removed and replaced during the procedure. The patient is well.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and viscoelastic. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens was returned. The lens is cut from the edge to the center typical of a removal. The lens was cleaned with lphse. The optic is scratched. The lens dimensions are acceptable (plan view) using an approved template. The product investigation could not identify a root cause for the lens dropping behind the pc. The lens dimensions are acceptable (plan view) using an approved template. No other information was provide as to how the incident occurred. The manufacturer internal reference number is: (B)(4).